Event description:
The case was a carotid stenting of the right internal carotid artery. The precise 10 x 40 otw sds was used in conjuction with a 6f cook shuttle sheath and a 7mm angioguard distal protection device. According to the rep, air must have been entrapped in the sheath upon insertion of the precise, and when contrast was injected, the air was pushed up into the carotid. As per the rep, the physician inserted the precise very quickly into the sheath and did not wait to verify backbleed. He is unsure if the physician aspirated before injecting contrast. The stent was successfully deployed in perfect position in the right internal carotid, but after the stent was placed, the pt could not squeeze an object with the left hand and had right eye blindness. Ia nitro was given in case of spasm. Two milligrams of tpa was admininstered 15 minutes later, and soon after the patient was responsive, able to squeeze with the left hand and see in the right eye. All ae's were resolved within 20 minutes. The physician and sales rep went back and looked at the film of the case, and upon review of the film, they could see the air bubbles going up the carotid upon injection of the contrast. They were never seen during the case when they actually did the contrast injection. The anterior cerebral artery had been temporarily occluded from these air bubbles (6-7 bubbles). This occlusion resolved fully 20 minutes after the procedure. The pt was said to be fine at the end of the procedure, and was discharged home soon after.

Manufacturer narrative:
Additional patient and procedural info has been requested, but has not yet been forthcoming. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.